Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pt said they hadn't been able to use their ins for at least 3 years and wanted to know how to get the ins removed. Pt clarified the leads on the paddle were broken, so if they wanted to use the stimulator they couldn't. Patient reported their issues was not resolved to one of the questions asked, and nothing was done and they just wanted to know how to get implant removed. Patient also provided their weight at the time of the reported event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient on (B)(6) 2024. They reported they don't use their stimulator anymore because some of their equipment broke and they never got it fixed since about 3 years ago. The pt stated that sometimes they get a bad sensation in their back there and they were inquiring if "it" was causing damage and if they should have it taken out. Patient services reviewed adverse events with the patient and redirected them to see a doctor to further address this issue. Physician listings were sent to the patient.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get MRI information. The caller indicated that the patient hasn't used the implanted device in at least three years, the implant and/or the controller does not work. The caller was an MRI tech and did not have other details about that status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. A response was received from the patient providing the serial number to their device and also reports the paddle leads broke.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6),implanted: (B)(6) 2017,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(6), ubd: 08-aug-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jul-2021, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.